Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, breast hardening and sleeping problems, rupture and intracapsular silicone leakage.

Event description:
Company representative reported pain, breast hardening, sleeping problems, rupture, confirmed by MRI and intracapsular silicone leakage. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Company representative reported on behalf of the patient representative left side "pain, breast hardening, rupture, confirmed by MRI and intracapsular silicone leakage." Surgical reported identified capsular contracture - baker grade IV. Patient suffers significantly from the disturbed self-image as a woman and self-esteem due to the "empty" breast cavity. Subsequently, patient reported, "mammary gland tissue with fibrocystic alterations was detected in the left breast, ¿masses of foreign material in the breast on both sides", permanent damage and disfigured and "sleeping problems" have all been deemed not device related. Device has been explanted.

Event description:
Patient representative reported " pain, breast hardening, sleeping problems, rupture, confirmed by MRI and intracapsular silicone leakage. Subsequently, patient reported, " mammary gland tissue with fibrocystic alterations was detected in the left breast, disturbed self-image as a woman and self-esteem due to the ¿empty¿ breast cavity and masses of foreign material in the breast on both sides". Surgical reported identified capsular contracture - baker grade IV. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.